Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The video ¿out¿ connector in the rear panel was found worn. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the poor contacts occurring due to the y/c output plugs on the processors could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called in to report his event. During the call, the customer noted that he initially thought the video cable was damaged. But that was later ruled out, and he found that there was a bad contact point on the out plug of the processor.

Event description:
The customer reported that his olympus evis exera iii video system center had a damaged input connection confirmed during a procedure, causing the image to flicker intermittently. There has been no patient harm reported as a result of this event.